Manufacturer narrative:
(B)(6): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2007 and suture was used. The patient experienced wound dehiscence five days later resulting in a prolapsed bowel. The patient required a re-operation to repair the wound. Additional information has been requested.